Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issues. However, additional information confirmed the lead was replaced due to therapy upgrade and there was no allegation against the device performance. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being submitted to update the fields b5. Describe event or problem & h6. Adverse event problem. Additional information obtained after the initial report was sent, impacted the reportability decision.